Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on 04oct2023. Investigation codes and conclusion will be provided in an additional submission.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Visual inspection of returned material revealed no discrepancies or discernible damage. Unit powered on successfully with return power supply and right-angle cable. Complaint of ¿frayed wire¿ was not confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.